Event description:
A medwatch report mw5178665 was received from the FDA reporting that a patient had micro-needling with rf treatment on the full face and neck with a genius device experienced pain and burning during treatment as well as significant redness, swelling and bruising post treatment. Additionally, it was reported that when the swelling subsided, the patient was left with "track marks and pinpoint holes" across the face causing permanent scarring and volume loss in the face. There was no patient, treatment provider, device identifying information or images supplied with the medwatch report. Because of this limited information, a full investigation could not be completed. This case has been determined inconclusive. At this time, it is unknown what contributed to the reported side effects. There was not enough information provided to complete a full investigation. Since a reported serious injury occurred, we are reporting this as an MDR.